Event description:
Customer reported a hospitalization due to diabetic ketoacidosis. Customer originally called to report a button error and a battery out limit alarm on the insulin pump. The blood glucose reading at the time of the call was 236 mg/dl. The day customer was hospitalized the blood glucose reading was 700 mg/dl. She reported high blood glucose symptoms of vomiting and weakness. Customer treated with insulin at the hospital. She was not wearing the device at the time of her admission, but had worn it until the day before hospitalization. No further information was reported.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to no button response. Cracks to the battery tube threads, resrevoir tube, reservoir tube lip and a scratched display window also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.